Event description:
Additional information received reported no actions were taken and the event was related to the programming/stimulation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the event occurred on (B)(6) 2014. The patient recently fell and the device was not working, noting they were ¿back to where she started.¿ going to the store caused the device to turn off.

Manufacturer narrative:
Concomitant products: product ID: 3889-33, lot# va0a1tq, implanted: (B)(6), product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6), product type: extension. (B)(4).

Event description:
It was reported that there was undesirable stimulation and the device was intermittently turning off. The patient could feel stimulation between buttocks and vagina. The device was shocking the patient. An x-ray was scheduled to evaluate lead placement, the x-ray showed the implant was in a perfect spot. The patient was going to follow-up in 4 to 6 weeks following the date of this report. The shocking had resolved without sequelae but the intermittent turning off was ongoing. If additional information is received, a supplemental report will be submitted.